Event description:
Report received from the USA stating that the device was not working. The device was being used during ear, nose, and throat (ent) surgery. There was no injury or medical intervention reported. It is unknown if there was a delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).